Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. They were unable to confirm the motor position encoder error alarm and perform rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests due to constant motor error alarm during motor rewind. The pump had a crack on the bottom right corner near the display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 287 mg/dl. The customer stated that he was trying to change the set when the pump alarmed. He treated the high blood glucose with a manual injection. Troubleshooting was not able to resolve the issue. The device was returned for analysis.